Manufacturer narrative:
This report is being filed to update the initial reporter information.

Event description:
It was reported that this patient had to undergo a revision due to an infection. The system was going to be re-implanted on the opposite side. The device was re-implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This report is being filed to update the date of explant.

Event description:
It was reported that this patient had to undergo a revision due to an infection. The system was going to be re-implanted on the opposite side. The device was re-implanted successfully. No additional adverse patient effects were reported.

Event description:
It was reported that this patient had to undergo a revision due to an infection. The system was going to be re-implanted on the opposite side. The device was re-implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
This investigation is complete. Should additional information become available this investigation will be updated.